Manufacturer narrative:
Visual analysis of the returned device identified: crease fold, wear abrasion and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening; an air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening sharp on the valve bond edge and an air pocket was observed within the valve to shell bond area, it is out of specification per qa199.06, was identified which is characterized as a workmanship. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge (anterior) due to an unidentified (tear) opening. An air pocket within the valve to shell bond area didn't cause a deflation because the air pocket is within a sealed (vulcanized) area and it does not allow any leakage. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.